Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient's roommate found the patient unconscious and unresponsive on the floor near the living room. They called the paramedics and when they arrived, they checked the patient's bg and it was 31 mg/dl while the cgm was 62 mg/dl. The patient was treated with an IV of sugar solution and was transported to the hospital. The patient was monitored at the hospital and provided food. The patient stated that on average, their bg was at 200 mg/dl, was in the hospital for less than a day and was discharged. At the time of the report, the patient was doing fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.